Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer¿s blood glucose at the time of incident was more than 300 mg/dl. The customer had symptoms such as customer was not feeling well. Customer was treated for high blood glucose with pump. The drive support cap appears normal (slightly indented). Customer is not calling back to perform an hp test. Multiple air bubbles were found in the reservoir. Customer did not allow for insulin to warm to room temperature prior to filling reservoir. Troubleshooting was assisted, air bubbles were not removed successfully. Customer was no longer wants to continue troubleshooting for high blood glucose. The product will not be returned for analysis.